Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of the transmission, increased threshold was noted on the right ventricular lead. The device was reprogrammed, and the patient would continue to be monitored. The patient was stable.